Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was exhibiting no disposable while infusing veletri. It was reported the end user was able to continue their infusion by switching to a back up device.